Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code "570:320:654". This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague pump with a malfunction of 570:320:654 was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to depleted main batteries from user error. The main batteries and battery harness were replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.